Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had absence of no delivery alarm. The customer reported that they have experienced bent cannulas and have been changing the infusion sets. Troubleshooting was not performed related to absence of no delivery alarms because the customer stated that they will call bacj to perform the high pressure test. Product is not expected to return for analysis. (B)(4).